Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers 2 and 4 appeared in yellow in the populate buttons menu. A field service engineer (fse) shut down the medbank and opened the rear panels for drawers two and four, with no issues observed. Medbank support was contacted for troubleshooting, and the all in one (aio), main cabinet, and auxiliary cabinet were rebooted. After the reboot, medbank hotline successfully accessed drawers two and four. Later technical support specialist (tss) remoted into the system, confirmed no drawer issues, and tested all drawers, which functioned normally. The cabinet was closed, and final testing confirmed proper operation. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank mini, the drawers on the cabinet were not opening. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.